Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of zero ohms. The impedance measurements had been running in the 80 ohm range chronically. A request for additional information was made; no additional information is available. There were no adverse patient effects reported. The system remains in service.